Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The progressive lesion was located in the moderately tortuous and non calcified mid left anterior descending artery. A 3.0 x 18mm non-bsc stent was implanted. The 3.0 x 15mm nc quantum apex mr balloon was advanced for post dilation and inflated 3 times, but on the third inflation at 16atms the balloon ruptured. The balloon was removed intact. The procedure was completed with a different device. There were no reported complications and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The progressive lesion was located in the moderately tortuous and non calcified mid left anterior descending artery. A 3.0 x 18mm non-bsc stent was implanted. The 3.0 x 15mm nc quantum apex mr balloon was advanced for post dilation and inflated 3 times, but on the third inflation at 16atms the balloon ruptured. The balloon was removed intact. The procedure was completed with a different device. There were no reported complications and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the nc quantum apex monorail (mr) device was received with no other devices or original packaging. There was dried blood and contrast in the inflation lumen and balloon. A longitudinal tear was located in the balloon material beginning 5mm from the distal tip and extending 9mm proximally. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).